Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One device was received for investigation. The device was evaluated, and the reported condition was not observed. As such, a root cause could not be determined. However, a corrective and preventative action has been opened to address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they were unable to remove the anti-reflux valve on the end of ng [nasogastric] tube. Attempted to remove with hemostats and valve broke in half. Eventually able to remove after valve broke into three pieces. 20ml of air instilled into blue reflux valve port on ng, and anti-reflux valve replaced per directions given on the packaging.